Event description:
Additional information received on 12/12/2022 and attached in the complaint: customer emailed pump events logs; the device will be return for investigation.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: b3: date of the event: unknown.

Manufacturer narrative:
Other, other text: b5: additional information received and attached to the complaint object: the event history log is not available. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited downstream occlusion when trying to start infusion. There were no kinks in the tubing and clamps were open. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.